Event description:
A surgeon reported that a pt had an unexpected postoperative refractive outcome after having a toric intraocular lens (iol) implanted. The surgeon reported the pt had unexpected residual astigmatism and the axis had been flipped. In a follow up, the surgeon reported that the pt's depth perception is off, vision is blurry and pt can hardly walk. The surgeon is planning an intraocular lens exchange, but intervention has not been confirmed. Additional info has been requested.

Manufacturer narrative:
H3, h6: eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).